Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 7 states, ¿undesirable shortening of limb.¿ number 10 states, ¿fretting and crevice corrosion may occur at interfaces between components.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2016-03357 / 03360). Not returned by attorney.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately seven years post-implantation. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Revision operative report noted pain and elevated metal ion levels, corrosion on the trunnion, a leg length discrepancy. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
(B)(4). Concomitant product(s): ¿ m2a acetabular shell, catalog 15-105054, lot 329580; m2a acetabular shell, catalog 15-105056, lot 032800; m2a 38mm modular head, catalog 11-173665, lot 821940; bi-metric femoral stem, catalog x11-180310, lot 528770; m2a magnum cup, catalog us157854, lot 107280; bi-metric femoral stem, catalog x180310, lot 133320. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.